Manufacturer narrative:
Per field representative's reply, this lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead appeared to be dislodged. The patient had a valve replacement surgery and was noted to have a junctional rhythm. The patient¿s entire system was extracted due to superior vena cava (svc) syndrome. In addition, a chest x ray showed that the lv lead coiled up in the right atrium. Additional information indicated that threshold had increased, however, it was still pacing. According to the physician, it was unknown if the dislodged lead contributed to the valve problems. Further, the physician also added that any lead in the svc exacerbates the patient¿s condition. This lv lead was explanted. No additional adverse patient effects were reported.